Event description:
Pt status post acdf, c5-c6. During a follow up visit, an x-ray showed a screw backing out of the plate. Surgeon removed hardware and revised. This is two of two reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product was received and is entering the evaluation system.